Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the filter on a tri-fuse set during a hyperalimentation infusion, dosage and rate unspecified. The set was replaced and the infusion continued without incident; there was no report of patient harm.

Manufacturer narrative:
Correction on initial report: d.1, d.4, & g.5. Correction on follow-up (1): d.11 (mz1000-07). Additional information provided: d.11.

Manufacturer narrative:
Correction e.1, initial reporter address.

Manufacturer narrative:
The customer¿s report of a leaking set was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack on the knit line that measured 0.3955 inches long. No stress marks were observed. Functional and pressure testing confirmed a leak through the crack. The cause of the leak was identified as a crack. The cause of the crack was not identified but is believed to be related to an issue with the manufacturing process of the female luer component by a third-party supplier.

Manufacturer narrative:
The concomitant products have been received, and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.